Event description:
The micro oscillating saw was sent in for service and smoke was also noted coming out of the device during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal component of the device.